Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records was completed: the part was sterilized by supplier (B)(4). Pioneer surgical technology manufactured the part. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 the locking compression plate decompression fusion was used for a supracondylar femur fracture case. When the surgeon tried to insert a cerclage cable into the cable tensioner, the knob on the cable tensioner stopped turning when the tension of the cerclage cable was 20 kilograms. The surgeon did a temporary fixing and tried it again, but the situation was still the same. The surgeon decided to place a cerclage cable into the patient body. No further delays or patient harm was reported. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.